Event description:
Patient with large secundum asd (atrial septal defect) had insertion of amplatzer occluder device over a year ago. Within the past year, he has recently been hospitalized twice. Late last year, presented with blurred vision of left eye associated with headaches which occurred in a.m. Extensive neurology, cardiology and opthomology work up demonstrated left temporal field defect with abnormal fundoscopic exam and evidence of small microemboli effecting small area of optic nerve. Hyper coag work-up was negative. He then presented one month later with left arm and leg paresis. He had magnetic resonance venogram (mrv), magnetic resonance angiogram (mra) and transesophageal echocardiogram (tee). Tee demonstrated a small residual asd in the superior part of the device of the superior vena cava (svc) end. No clots or vegetation. Neurology symptoms were thought to be transient ischemic attacks (tias). Based on findings, all mds involved in care determined that best course of action would be to remove device and repair asd surgically, especially with recurrent tias in the absence of any other cause. Device was sent to pathology and not as much scar tissue was noted on the side that would have been nearest to the left side of the heart. Since removal, tias have stopped, blurred vision of left eye diminished.